Manufacturer narrative:
The customer stated that the customer had service for reagent probe leaking in the previous week. On the day of the event, the customer got bun (urea nitrogen) and tp (total protein) results suppressed with oir low (out of instrument range low) message. The customer opened up the instrument canopy and discovered liquid all over the covers. The customer stated both reagent probes a and b were leaking. On (B)(4) 2011, bec field service engineer (fse) cleaned up fluid, inspected the hydro and probe tubes. The reagent probes were primed with no leaking observed. The fse replaced the 4-way valve. Instrument was primed, and calibration and qc were successful. The fse verified repair per established procedures. A definitive root cause for this event could not be determined. (B)(4).

Event description:
A customer reported to beckman coulter, inc. (Bec) that the reagent probes on unicel dxc 600 pro synchron clinical system were leaking fluid. No erroneous patient results were reported out of the laboratory and no one was injured. Msds was not reviewed, but the facility has an exposure control plan. The operator did not seek medical attention, and there was no effect to patient or user.